Manufacturer narrative:
Section h6 was updated. Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the case report data presented in this article noted in a literature review reports that a right lateral gen-uni revision/conversion to total knee arthroplasty was performed approximately 3 years post implantation due to a 180¿ rotation of the femoral component. Reportedly, the uni-knee was warranted due to severe lateral compartment osteoarthritis of the right knee with a valgus deformity of approximately 10¿ . At 3-year follow up, the patient reported a 20-minute ¿locking¿ event of her right knee at 30¿ of flexion in the shower with spontaneous resolution followed by ¿a great clicking noise¿ with onset of lateral knee pain. Patient denied trauma. Physical exam approximately 2 weeks later revealed swollen knee with fixed 10¿ flexion deformity and a flexion of about 130¿ . The images provided in the article have been interpreted within the text; therefore, further analysis of the imaging with ¿radiolucent line between cement and prosthesis was present¿ and ¿femoral component had rotated 180¿ ¿ is not required. The article documented that the femoral component was completely mobile intraoperatively. It was communicated that the requested patient specific clinical documentation is not available. The article reported possible coronal laxity and/or anterior cruciate ligament weakness as possible contributing factors to the femoral component 180¿ rotation along with c/o pain that led to the revision/conversion to total knee arthroplasty. The patient impact beyond that which is presented in the article cannot be determined; however, the article noted that the patient had normal x-ray and had no pain with range of motion of 140¿ at the 13-year follow-up. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include abnormal loading of limb, alignment and/or patient anatomy. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: case-2022-00136638-1

Event description:
It was reported that on literature review "a 180 degree spin of the femoral component in unicompartmental knee arthroplasty", a fifty-one (51) year old female underwent a primary uka procedure in 2008 to address osteoarthritis symptoms. At 3-year follow up, the patient sustained a locking event of her right knee at 30 degrees of flexion in the shower. This occurred for approximately 20 minutes and spontaneously resolved after a great clicking noise. After this event, the patient start experiencing knee pain while walking. During an office visit conducted 15 days after this event, the physical examination revealed that the knee was swollen with a fixed flexion deformity of 10 degrees and a flexion approximately of 130 degrees. On the radiographs, a radiolucent line was present between the cement and the femoral component, confirming that this prosthesis had rotated 180 degrees. The patient underwent revision to a tka few days later. Intraoperatively, the femoral component was noticed to be completely mobile the posterior part of it was at the anterior part of the lateral condyle and began to sink on it. The patient's outcome at 13-year follow up was reported as optimal with no pain.

Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: http://dx.doi.org/10.2106/jbjs.cc.21.00363. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.